Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the display on the customer's insulin pump went blank, after the battery drained more quickly than usual. The customer's blood glucose was 143 mg/dl. During troubleshooting, no damage or corrosion was found on the battery cap contact, in the battery compartment, or on the spring. The customer was advised to insert a new battery and the display did not return. Following advise to remove battery for ten minutes and clean the battery cap contact with isopropyl alcohol, the customer was advised to insert a new battery. The display did not return. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.